Manufacturer narrative:
The product was requested from the initial reporter. A follow up report will be submitted upon the receipt of the product.

Event description:
The clinician reported that over 5 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician removed the implant due to the patient's infection. There were no reported post-operative complications.

Event description:
The clinician reported that over 5 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician removed the implant due to the patient's infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications..